Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check for needle dull, needle pain and needle hub separates due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle dull, needle pain and needle hub separates due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device which was noted during use. The following information was provided by the initial reporter: material no: 928857, batch no: unknown. Verbatim: issue: consumer reported needles are dull, it hurts during the injection. He can tell the needles are dull looking at the needle point. Consumer also reported that needle comes off with the hub, when he removes the needle shield. Box discarded, he is not home, he thinks he has thrown the box. Sample discarded. He uses the .5ml, 31g, 8mm. Syringes. He uses the new needle each time of his injection. He visually test the needle to see if it is straight. Item#928857 lot# unknown.